Event description:
It was reported that the pump shut off unexpectedly. Additionally, customer's blood glucose level displayed "high" and was resolved with a manual injection of insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.